Event description:
On 07/08/2024, it was reported by an arthrex employee via sems-06611007 that an ar-8943t-06 locking third tubular plate thread appeared damaged. This was discovered during a case the plate was on bone with 3 proximal screws in. The surgeon went to lock the distalmost hole, and the 3.5-locking screw would not engage into the plate. Additional information was provided on 07/11/2024, where it was reported that this event occurred during an orif ankle on (B)(6) 2024. A new plate of the same length and type. Additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was observed that the threaded area of the six holes in the tubular plate was damaged. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.